Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombus, renal dysfunction, and infection could not be confirmed, as no product, images, or diagnostic test results were submitted for evaluation. A direct correlation between the reported issues and the heartmate ii left ventricular assist system serial number (B)(6), could not be conclusively determine through this investigation. The account reported the patient had a heartmate ii to heartmate ii pump exchange, and subsequently experienced poor pump function related to suspected pump thrombus, renal failure, and an infection. The patient ultimately expired on (B)(6) 2020. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU lists device thrombosis, infection, and renal dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also outlines indications of pump thrombosis, as well as how to respond to such events. In addition, this IFU provides information regarding anticoagulation therapy and the recommended inr range. This document also provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon opening the patient's chest via left subcostal incision, pump orientation was incorrect with the white pump cable I(driveline) pointed perpendicular in the patient's chest (pointing towards the patient's skin). This abnormal orientation created a place for a sharp bend in the patient's driveline coming directly off the pump. It was noted that this could potentially be place for wear of the driveline's 6 wires and could have been the potential cause of the driveline fault alarm. Additionally, no outflow graft (ofg) collar was found. While removing adhesions, the ofg bend relief was found to be disengaged from ofg. This created space between the 2 pieces of equipment. The metal piece of the bend relief was putting pressure on the ofg. At 12:40 while removing adhesions, blood began 'shooting' out of the ofg, near the connection to the pump. The surgeon pinched off the ofg to stop the bleeding. At 12:47 the patient was emergently placed on cardiopulmonary bypass (cpb) via femoral cannulation. At 12:48, pump speed dropped to 6600 revolutions per minute (rpm). Ofg-to-graft anastomosis was performed with new ofg. At 13:32 the pump was turned off and was subsequently exchanged. At 14:28 the patient was weaned off bypass and onto ventricular assist device (vad) support. Cpb time was 111 minutes. The patient later expired on (B)(6) 2020.

Manufacturer narrative:
Section b5: the driveline issues and exchange were reported under MFR # 2916596-2020-04765.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombus, renal dysfunction, and infection could not be confirmed, as no product, images, or diagnostic test results were submitted for evaluation. A direct correlation between the reported issues and the heartmate ii left ventricular assist system serial number (B)(6) could not be conclusively determine through this investigation. The account reported the patient had a heartmate ii to heartmate ii pump exchange, and subsequently experienced poor pump function related to suspected pump thrombus, renal failure, and an infection. The patient ultimately expired on (B)(6) 2020. The device was not returned for evaluation. The heartmate ii lvas IFU lists device thrombosis, infection, and renal failure, as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. This section also provides guidance in managing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date is estimated. The patient's (B)(6) pump exchange was reported under MFR # 2916596-2020-04765. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a heartmate ii to heartmate ii pump exchange on (B)(6) 2020. The patient had poor pump function related to suspected pump thrombosis post operation. A bedside ramp study, an echocardiogram, a CT scan, and additional labs were also done. The patient remained on heparin drops and hemolysis labs, including lactate dehydrogenase, began to rise around post-op day 5. There was failure to wean from the ventilator, and the patient experienced infection and kidney failure. There were intermittent low flow alarms post operatively that were also dependent on the patient's position. There were also on and off elevated powers. The patient went on hospice and expired on (B)(6) 2020.